Manufacturer narrative:
The investigation for the bleeding issue and arrhythmia has been completed. The root cause of the injury was unable to be determined due to insufficient clinical details. Correction: d4 catalog number d4 UDI number provided and was previously missing.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an impella cp device was inserted through the right femoral artery in a seventy-five-year-old male patient for cardiogenic shock. During an intervention on the right coronary artery, the patient experienced multiple episodes of ventricular tachycardia, which the physician attributed to ischemia. The pump was repositioned during support, and systemic heparin was discontinued due to oral bleeding. On the third day of support, the patient developed ventricular fibrillation that required approximately thirty minutes to resolve. The patient also had a ventricular fibrillation arrest overnight, with return of spontaneous circulation achieved after about three minutes. The patient subsequently remained on support for an additional three days without further issues, recovered, and the device was removed.